Manufacturer narrative:
Approximate age of device - 1 year, 3 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that patient was admitted to telemetry following routine clinic wherein the patient had increased purulent drainage from midsternal incision, and had been taking po doxycycline, with fever 99.7 with slight increase in wbcs. CT surgery and infectious disease department to see patient. No further information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not conclusively be determined through this evaluation. The patient had been ongoing on oral antibiotics and remains ongoing on heartmate ii lvas. The hm2 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 2 left ventricular assist system. This IFU, as well as the hm2 lvas patient handbook, also provide information regarding how to prevent infection. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.